Manufacturer narrative:
This report is submitted on july 10, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced recurrent swelling over the implant site. Subsequently, the patient was seen by a dermatologist in (B)(6) 2016, who performed a biopsy punch at the implant site. Subsequent to the biopsy punch, the patient experienced healing issues where the procedure was performed. The site healed; however, on (B)(6) 2017, the wound re-opened. Revision surgery is planned; however, has yet to occur as of the date of this report.